Event description:
Physician's office reports a pt used renu multiplus lubricating and rewetting drops. Pt presented with complaints of burning, pain, and blurred vision. Diagnosed with non-healing cornea ulcer right eye - fusarium positive. Treated with vigamox, voriconazole, amphotericin b, baquacil and fluconazole. Pt under current treatment. Office reports cornea scar/required cornea transplant.

Manufacturer narrative:
No product was returned for eval. The reporting office was unsure if the reported event was directly related to a specific product. Based on available info, no conclusion can be drawn.